Event description:
It was reported that the patient had excessive charing burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred since summer.